Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient who was injected with [unspecified] juvéderm® voluma¿ to the middle of the face presented, "oedematous infection with pain" on the third week. Hcp further advised, "one month later patient recovered however on the eight month there was scar formation."